Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced repeated hypoglycemia while using the ilet system. An episode at school with a documented blood glucose nadir of 57 mg/dl that lasted less than 90 minutes was corrected with oral glucose provided by the school nurse. The family believed meal doses were too high despite multiple factory resets. Symptoms included shakiness consistent with low blood glucose. Outcomes included transient impairment requiring non-medical assistance and subsequent recovery without medical intervention or hospitalization. Investigation included complaint handling with user education and troubleshooting. Investigation of this case revealed that the specific cause of the hypoglycemia was unclear. It was concluded that no device malfunction could be confirmed based on available information and that the event was consistent with hypoglycemia of undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.